Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventrio st mesh. Per operative notes, ¿the incisional hernia was identified and adhesions to anterior abdominal wall were lysed. The hernia defect was reduced, ventrio st mesh was placed over the defect, sutured and tacked to the abdominal wall. The fascia was closed; wound was irrigated with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of unknown mesh. Per operative notes, ¿extensive adhesions in the epigastric area midline and pelvis and omentum to prior mesh were lysed. Multiple ventral hernias with incarcerated omentum and hernia defects in the midline were reduced. A unknown mesh was placed over the entire defect incorporating the old mesh and secured with sutures.¿ (note: there is no product identifier provided for the mesh implanted in this procedure. Hence, the mesh will be considered as unknown).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.